Manufacturer narrative:
H11: corrected data ¿ replaced h6 result code 180 with 3221.

Event description:
It was reported that a patient with a 29mm 3000tfx pericardial valve, implanted in the aortic position, underwent valve-in-valve procedure after an implant duration of five (5) years, four (4) months due to senile calcific aortic stenosis and regurgitation. The tavr was performed with a 29mm 9600tfx transcatheter valve with great outcome. Patient tolerated the procedure well and was discharged to home on pod #1.

Manufacturer narrative:
H10: additional manufacturer narrative: calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. Calcification of implanted valves may occur over a period of time. Calcification that interferes with valve function may require intervention. The root cause of this event cannot be conclusively determined with the available information. However, the calcification observed in this case was most likely due to a progression of the patient¿s underlying valvular disease pathology combined with the patient¿s other underlying risk factors. Updated f10 - device code by adding code-1077. Updated h6 - method code by adding code-4112. H11: corrected data: corrected h6 - result codes by replacing code-3221 with code-180 corrected h6 - conclusion codes by replacing code-4315 with code-50.

Event description:
Edwards received information a patient with a 29mm aortic pericardial valve implanted five (5) years, four (4) months, underwent valve-in-valve procedure due to aortic stenosis and regurgitation. A 29mm transcatheter valve was implanted inside the 29mm surgical valve. Patient outcome good.

Manufacturer narrative:
H10. Additional manufacturer narrative: added information to b1, b2, b5, e1. The cause of the event cannot be determined; however, patient factors and progression of patient's underlying valvular disease may have impacted the event. Attempts to retrieve additional information is in process. If additional information is received a supplemental MDR will be submitted.

Manufacturer narrative:
UDI: (B)(4). Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. In this case, minimal information was received and attempts to obtain additional information have been made. We will file a supplemental report if any additional information is received. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis and regurgitation in this case were most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 29mm 3000tfx aortic pericardial valve, has been placed under evaluation for a valve-in-valve procedure after an implant duration of five (5) years, two (2) months due to stenosis and regurgitation.